Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, false signals in the iegm was observed. Patient has left ventricular assist device (lvad). Patient did not receive any shocks and was reported to be asymptomatic. Upon revision of session records noise was observed on the channel. It was noted that disturbance from the lvad was seen on the far field channels. Patient is scheduled for an upcoming hospital visit for reprogramming. No further information available.

Event description:
New info received: programming changes were made. Patient is doing well.